Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One trabecular metal dental implant (tmmb10) was returned for investigation. Visual inspection of the as returned product identified damaged drive feature and signs of use (bone residue). A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a healing collar could not seat onto the damaged implant. As a result, the implant had to be removed. Another implant was not placed and the patient was sent home to heal.